Event description:
The duett sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain in the affected foot and an angiogram confirmed an occlusion. Treatment consisted of surgical intervention, thrombolytic therapy, anticoagulation therapy and a percutaneous thrombectomy. The patient required reconstructive surgery. No further complications have been reported.